Event description:
It was reported that the right ventricular (rv) lead had low impedance, oversensing, and had switched to unipolar. It was noted that the physician had unsuccessful attempt to laser extracted the lead. The lead was then capped and replaced with an epicardial lead as the physician could not get venous access on the right or left side due to apparent subclavian blockage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53, lead, implanted: (B)(6) 2001. (B)(4).